Event description:
The customer reported receiving alarms on the insulin pump. The customer's blood glucose was 123 mg/dl at the time the issue was reported. The customer stated that the blood glucose was not transferring. During troubleshooting, the customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during self test due to faulty connectors on remote frequency board. Unable to communicate with blood glucose meter due to alarm. Insulin pump had a cracked display window corner and cracked reservoir tube lip.